Event description:
Customer has been having issues with these glucometers. They stated they have had three occurrences in the past few weeks where the readings have been off. They received a call for patient experiencing diabetic problems. He had fallen. He was alert but confused. The patient's son had given honey before the ambulance arrived. They checked the patient's sugar. They received a reading of 155. The paramedics gave him glucose gel, food (sandwich) and juice. They checked him again and the meter read 90, which they feel was incorrect and should have been higher after the honey, the glucose gel, so they think the meter read too high when he was originally tested, and he was low. The patient became alert, and he was able to answer all their questions. He came back to normal. He was not transported to the hospital. Verified they change the lancets each time they test. They use alcohol to clean fingers and allow finger to dry completely. Patient was not receiving any oxygen therapy. Patient doesn't have trouble getting a blood sample. The meter and test strips are stored together in the back of the ambulance in a temperature-controlled environment. Replaced meter, strips and sent return label.

Manufacturer narrative:
Meter and strips involved in incident were returned for investigation, evaluated, and tested. Products performed to specification. No failure detected. Products will be forward to manufacturer.